Event description:
It was reported by the pt that he experienced red eyes and the appearance of an infection following contact lens wear. The pt stated that he first wore the contact lenses inside out then removed and reinserted them. The pt stated that he experienced pain and the appearance of a red outline in his eye. The pt stated that he has not been examined or treated by an eye care professional. Attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a follow-up medwatch will be filed. (B)(4).